Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient identifying information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient went home with the device on and they were feeling stimulation in the appropriate area, no cause was determined and it was not confirmed that the stretched lead may have been due to the patient being on the heavier side.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that there was an intra-operative impedance issue during the implantable neurostimulator (ins) and lead replacement. All cases pairs in range; all bipolar are >4000. It was noted that motor responses were gotten on all combinations except electrode 2. C0=1016, c1=1300, c2=2026, c3=1016 ohms. Prior to the report and before the ins connection, the patient was getting motor responses on all contacts. It was noted that the lead may have been stretched a bit to the patient being on the heavier side. During the report, 1.5v monopolar tested good and bipolar >4000 out of range but tested bipole pairs, which were good except electrode 2. From the information provided, it was noted that the healthcare professional (hcp) left the lead in. A new ins was put in and the rep was able to get the patient to run on 3 out of the 4 basic programs under 2 amps. The patient went home on program 1 at 0.7amps and was feeling the stimulation vaginally. There were no further complications or anticipations reported with this event.